Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed. No related errors were found in artemis. Upon visual inspection, no issue found that would relate to the complaint. The unit was installed onto an in-house system, upon powering it on, the hrsv monitor doesn't have image display, totally blackout. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an electrical component issue in the hrsv. This issue can be resolved by replacing the hrsv.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon console right eye was out. Site tried replacing the endoscope, power cycling the system, and performing a hard reboot on the system with no change. Customer was unable to troubleshoot further during the call. Technical support engineer (tse) recommended checking the l/r eyes at the vision tower monitor to confirm the issue is isolated to the console and also recommended reseating the blue fiber cable at the vision tower and the surgeon console. Site was continuing with the procedure and may call back for additional troubleshooting. The procedure was completed with no reported injury.